Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 27, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser settings used was 1 joules and 40 hertz then increased to 1.5 joules and 40 hertz with a total of 60watts. The maximum input power for this device per the dfu (50w) was exceeded. According to the complainant, during the procedure and inside the patient, the physician noted that the laser fiber was not emitting enough laser energy to break the stone even after increasing the laser settings. The nurse removed the laser fiber and noted that the fiber connector was hot to touch. Reportedly, the nurse was not burned. The procedure was completed with this flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the tip was unused. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through which would cause the device to emit insufficient energy transmission during ablation as well as cause the connector to overheat. The condition of the returned device confirms the event. The most probable root cause for this is caused by other device since the complaint investigation indicated that it most likely failed due to another device that caused the complaint event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser settings used was 1 joules and 40 hertz then increased to 1.5 joules and 40 hertz with a total of 60watts. The maximum input power for this device per the dfu (50w) was exceeded. According to the complainant, during the procedure and inside the patient, the physician noted that the laser fiber was not emitting enough laser energy to break the stone even after increasing the laser settings. The nurse removed the laser fiber and noted that the fiber connector was hot to touch. Reportedly, the nurse was not burned. The procedure was completed with this flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.